Event description:
Information was received indicating that a smiths medical pump was not alarming upon cassette removal. No patient was present at the time of this event. There was no reported adverse events.

Manufacturer narrative:
Other, other text: additional information: d10. Device evaluation: one cadd legacy 1 pump was returned for analysis due to not displaying an alarm when the cassette was removed. The pump was run in user mode and the event history log was reviewed. The reported issue was not confirmed. Only when the cassette was removed after it was started and was still cycling through the parameter settings did the pump not alarm, at which point it did alarm. This is normal operation. The downs stream sensor will be changed as prevention.